Manufacturer narrative:
(B)(4). Article: micheli, l. J., solomon, r., solomon, j., gearhart, m., zwicker, r., & sugimoto, d. (2021). Posterior ankle decompression with os trigonum or stieda process resection in dancers: case series report and review of the literature. The journal of foot and ankle surgery.

Event description:
It was reported that on literature review ¿posterior ankle decompression with os trigonum or stieda process resection in dancers: case series report and review of the literature ¿, after surgery with a dyonics powermini 2.9mm cutter blade arthroscopic shaver five patients had ankle impingement and recurrent tenosynovitis requiring corticosteroid injections. No further information is available.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, IFU/device labeling review and risk management review could not be conducted. Without supporting clinical/medical documents, a thorough investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. No further medical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.